Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets didn't fully retract after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "23g ultratouch needle not fully retracting". The issue below is that there have been instances where the needle has not fully retracted into the device.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA #891355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets didn't fully retract after use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "23g ultratouch needle not fully retracting." The issue below is that there have been instances where the needle hasn¿t fully retracted into the device.